Manufacturer narrative:
A system service check of the stellant CT injector, serial number (B)(4), was completed on march 10, 2020 which confirmed that the injector was operating within bayer specifications. There was no evidence of equipment malfunction. Multiple documented attempts have been made to gain specific information related to the reported event; however, these attempts have been unsuccessful. The offer of additional clinical applications training has been made to the customer and we are awaiting their response. The site continues to use the stellant CT injection system after the reported event with no further issues reported. In the event that additional information is obtained, a follow-up report will be submitted.

Event description:
On march 9, 2020, bayer medical care received information that a patient who was undergoing a CT scan suffered an alleged air injection while connected to a stellant CT injection system. The patient was reported to have required medical treatment for the air injection; however, no details were provided.